Event description:
A health professional reported that unknown particles described as small fluff, small grains, small threads were noticed in the customer pak during the surgery, particles not seldomly found upon opening the packaging. It is unknown if the particles came in contact with the patient's eye. Additional information has been requested but not received to date. This is one of three medical device reports being filed for this facility.

Manufacturer narrative:
A sample is being returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).